Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he just recently had the insulin for a while. Customer screwed into the battery and the plastic on the side broke off. Customer stated that the battery is able to stay in the pump but it is just going to get worse. Customer stated that he can still screw it in but you can actually see the ridges. Customer stated that it is happening on the other side with the infusion set at the reservoir. Customer stated that he does not need a new pump right now and he has a back-up plan. Customer's blood glucose level was down to 180 mg/dl but it was over 500 mg/dl when he went out to dinner last night. Customer stated that he went to an ice cream place and he thinks that they gave him a sugar yogurt, not sugar free. Customer treated by bolusing and declined troubleshooting for high blood glucose and cosmetic damage.